Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The unit was confirmed to not be registering fluid properly. The level sensor float had come off of the rod. The level sensor float was reseated. The unit was tested to verify proper operation and returned to service. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that outside of surgery, the unit was not registering properly, reading full when empty and both cylinders were affected. Fluid was pushed into the carts and dislodged the level sensors on both cylinders. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Product is being evaluated by external contractor. Once the investigation is complete, a follow up/final report will be submitted.